Event description:
It was reported that during a left hemicolectomy procedure, the staples would not release. Manual sutures were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.